Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that on an unknown date the patient had an MRI previously in a 3t scanner and said the pump "heated up a little bit". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the date of the "pump heated up a little bit during an MRI" was first noticed in feb or (B)(6) 2018. As an action/intervention taken to resolve the "pump heated up a little bit during an MRI" the MRI was stopped. The "pump heated up a little bit during an MRI" had been resolved.